Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2008 and is 12 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data could not be downloaded and reviewed to identify the type of system error due to the defective processor board. The processor board needs to be replaced to address the system error. Upon customer approval, the defective part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. Unknown if the error occurred during shift check or patient use. No consequences or impact to the patient.